Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in device history record (DHR) of the involved device. Based upon the findings, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. However, the polyp being large was a key circumstance in the outcome of the event. However, no determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy. A description of the accessories used in the procedure was not provided. Nor were the settings provided except that the endocut mode was not used. The unit was being used to perform a polypectomy. The polyp was very large and coagulation was being used to ablate the polyp. During the process, an eschar (i.e., dry dead tissue) was observed. Therefore, a CT scan was performed and a small perforation was found at the treatment site. A control endoscopy showed a small charring; therefore, no further therapy was deemed necessary.